Event description:
(B)(4). Severe bloating, constant uti's, headaches, brain shocks, memory loss, loss of sex drive, painful intercourse, all over body aches and pains, heavy menstrual bleeding with clots, cramping, skin rashes, dry skin, hair loss, mood swings, adenomyosis, hysterectomy.